Event description:
The patient's attorney alleges "the spinal cord stimulator that was implanted in 2006, was surgically removed due to battery failure on october approx 7 months later". The device was not returned to the manufacturer for analysis.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 3998, lot# j0555194v, implanted: (B)(6) 2006, product type: lead. Product ID: 748925, serial# (B)(4), implanted: (B)(6) 2006, explanted: (B)(6) 2006, product type: extension. Product ID: 748925, serial# (B)(4), implanted: (B)(6) 2006, explanted: (B)(6) 2006, product type extension.

Event description:
Additional information was received from the patient. It was reported that their first implantable neurostimulator (ins) quit after three months and kept showing an end of life (eol) error message. The ins was replaced. No patient symptoms were reported and there were no further complications were reported. Indication for use is spinal pain.